Event description:
Following ptcd, the physician deployed the stent in place which extended from the common bile duct to the left hepatic duct, measuring 8cm in length. In the attempt to insert another manufacturer's catheter for contrastradiography to place another stent in the papillary are, the catheter became stuck on the already placed stent. The physician noted the proximal marker, which had been in the left hepatic duct, moved to the common bile duct. He concluded contrastradiography, deployed another stent in a stent -in-stent fashion, completing the procedure. The 8cm zib6 stent was compressed to 4cm in the patient.